Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were not reported. It was reported that the spindle stuck at the suprarenal stent during removal of the delivery system after the stent graft was deployed. It was difficult to bring the spindle above the suprarenal stent. The device was removed by force. No additional information was provided and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: lack of information (aneurysm and vessel morphology are unknown, unknown cause of removal difficulty).